Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) exhibited intermittent pacing during a nonguidant lead revision. However, pacing was verified via a pacing system analyzer (psa). The physician elected to replace the device.